Event description:
Reporter indicated that when the pt device was interrogated, the settings were different than they were supposed to be. The generator's programmed off time was significantly more than was intended. It was also reported that the pt was experiencing an increase in seizures. Attempts for further info regarding the increase in seizures have been unsuccessful to date, therefore the relationship between the issue and vns therapy cannot be determined. Programming history was downloaded from the physician's handheld computer and reviewed in conjunction with the rest of the programming history that the manufacturer is aware of. The cause of changed settings could not be determined based on the programming history available; however, as the pt has been programmed by multiple physician's over the duration of his implant, it is possible that the pt was incorrectly programmed by one of the physician's. However, a software malfunction cannot currently be ruled out.